Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated that the last basal and bolus deliveries occurred on (B)(6) 2015. A call service 064 alarm occurred on (B)(6) 2015 at 09:05 followed by a reboot at 09:25 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Test boluses were successfully performed and accurately recorded in the pump histories. The pump¿s remaining insulin reading was accurate during testing. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation.